Event description:
Reporter indicated the patient had vns lead and generator replacement performed on (B)(6) 2012 due to a lead fracture. The explanted generator and lead were returned for analysis on (B)(6) 2012. Analysis of the lead portion did not note any anomalies. As the lead pin was fully inserted as evidenced by the location of the setscrew marks, a lead fracture is suspected in the lead portion not returned. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator is still pending. An implant card was received to the manufacturer on (B)(4) 2012 indicating the reason for the surgery was prophylactic generator replacement and a lead discontinuity. Diagnostics with the new vns generator and lead were within normal limits.

Event description:
Reporter indicated the patient's seizures have increased to above pre-vns baseline levels as a result of the vns being disabled and not due to the vns high lead impedance. The patient had a generalized seizure which she has not experienced in a long time, and her focal seizures are increased. Surgery to replace the vns lead and generator is now planned, but has not occurred to date.

Manufacturer narrative:
The initial MDR report inadvertently omitted the 30-day report designation. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the vns generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance at an office visit with repeated vns systems diagnostics testing, and was also having painful vns stimulation in the neck. The vns was disabled. Vns normal mode diagnostics were within normal limits. The patient did have recent fall trauma that may be contributing to the high lead impedance. No vns settings preceded the painful stimulation, and the painful stimulation is felt to likely be due to the vns high lead impedance and possibly the recent fall trauma. X-rays were reviewed by the manufacturer. The lead pin is clearly visible past the generator header, ruling out a lead pin issue and making a lead fracture more likely. There is no evidence of sharp angles, twisted wire, or any pinched areas suggesting lead manipulation. The plan of care is to observe the patient clinically with the vns disabled and monitor for seizures. If the seizures increase, vns replacement surgery may be considered at that time.